Event description:
The customer reported obtaining false high sodium (na), potassium (k), carbon dioxide (co2), and chloride (cl) patient results on their au480 clinical chemistry analyzer (pn n3660200, sn (B)(6). The customer repeated the sample and obtained a result considered correct by the customer. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field application specialist (fas) was dispatched to the customer site. The fas inspected the instrument and observed a bubble in the r syringe. The fas replaced the r syringe to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).